Manufacturer narrative:
Customer's product has been returned and investigated. The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. The reading the customer reported was found in meter memory. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of manufacture is unknown.

Event description:
Customer's mother reported customer received a reading of 120 mg/dl from their freestyle lite meter which was higher when compared to an unspecified reading from another adc meter (the serial number is unknown). Customer's mother was not able to complete the reading survey since the meter and test strips were not available during the call. Customer's mother also reported customer experienced symptoms of convulsions and loss of consciousness. Customer's mother reported customer did not take any diabetes-related medication, non-prescription medication or food/drink to counteract her event. Adc customer services made multiple attempts to follow-up with the customer for additional information but without any success. There was no report of any third party medical intervention, death or permanent impairment associated with this event.